Event description:
It was reported that the keypad on the unit is broken. It was further reported that the unit turns on and off intermittently.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.